Event description:
Patient was implanted with a nuvasive lateral plate at level l1-l2 during an xlif procedure in 2007. During the 6 week follow up, x-rays revealed that the inferior nut had backed off approx 2mm and the plate had lifted away from the vertebral body. The patient is asymptomatic and there are no plans at this time to revise.

Manufacturer narrative:
Patient x-ray films were reviewed, and the reported event was confirmed. The actual device involved in the event was not returned to the manufacturer for additional evaluation and the root cause of the failure could not be determined at this time . Implant instrumentation was evaluated and all instruments tested to specification. Implants from similar lots are currently under evaluation and a subsequent report will be submitted in the event of a relevant finding. Product literature indicates that "internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."